Event description:
Boston scientific received information that noise on the right ventricular (rv) lead was observed during a ventricular tachycardia (vt) ablation procedure. Device sensitivity was reprogrammed from 0.6mv to 1.5mv, which temporarily resolved the noise. Pacing inhibition was observed again. The ablation procedure was being performed near the distal coil, with pacing from temporary doo, and no capture. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.